Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is overheating. There was no injury.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is overheating. There was patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He found regulator is not functioning, will replace them and the compressor. He replaced (0103-00-0633 regulator drive), (0119-00-0236 compressor, scroll) and (0206-00-0734 temperature sensor, threaded probe). Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit is overheating. There was no injury.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.